Event description:
It was reported that the motor device was overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated, and failed the console and motor rotations per minute and the safety and noise assessment. Therefore, the reported condition was confirmed. It was determined that the device as overheating because the thermistor was damaged from corrosion. It was determined that the rotations per minute failed due to a damaged motor. It was determined that the device showed signs of corrosion, which was indicative of damage caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.